Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. For the first firing, connected the reload to the manual stapling handle. The surgeon tried to fire the device, however, could not. Replaced by a new reload, however, the same event occurred and could not fire the device. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.